Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid right coronary artery. A 3.50x19mm rx graftmaster covered stent failed to cross the lesion due to the anatomy and seal the perforation. Another same size rx graftmaster was used and successfully sealed the perforation. There were no reported adverse patient sequelae. No additional information was provided.